Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation (device inside patient), the camera head won't focus. The issue occurred at a lap chole (laparoscopic cholecystectomy) procedure. The procedure completed with an olympus back-up device. There were no reports of patient harm.